Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The infusion set was removed to address the occlusion. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue.